Event description:
It was reported by the patient's wife that her husband's blood glucose level rose to 300 mg/dl while wearing the pod for longer than 48 hours despite repeated insulin doses. When she inspected the pod she could smell insulin and discovered the cannula was not properly inserted into seated in the infusion site (arm) and bent causing insulin to leak.  As treatment they activated a new pod.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartpho ne: phone_control_ios omnipod software app version: 2.1.0 operating system: 26.4 hardware: iphone18.1 cgm sensor type: data not available please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.